Manufacturer narrative:
(B)(4). Concomitant medical products - m2a-magnum mod head, # item 157452, lot 814460; m2a-magnum pf cup, # item us157858, lot 481240; echo por fmrl nc stem, # item 192012, lot 061550. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-10113. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent revision surgery approximately seven years post initial surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of surgical notes. Patient underwent a revision due to significant pain. No infection noted. There was difficulty in breaking the cold weld attachment and separating the head from the trunnion. There was blood loss of 1200 ml without transfusion. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery approximately seven years post initial surgery due to significant pain and failed conservative measures. During the revision, it was noted there was abundant scar tissue requiring excision, and difficulty breaking the cold weld. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that during the revision, the patient experienced 1200 cc of blood loss and did not require a transfusion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.